Manufacturer narrative:
The device was not returned for analysis. The finished product lot history record (lhr) for this lot and similar complaint query reviews were not performed because the lot number was not reported and the product was not returned for analysis. Corrective and preventive action (CAPA) review was performed and revealed no indication of a product quality issue. A conclusive cause could not be determined for the reported failure to achieve hemostasis. The unexpected medical intervention appears to be related to be related to circumstances of the procedure factors that may contribute to failure to achieve hemostasis include, but are not limited to, poor or partial tissue capture, air knot (vessel not captured), enlarged arteriotomy or use of device with inappropriate introducer sheath size. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3- estimated date of event.

Event description:
It was reported as a general comment that in his experience with proglide the physician has had approximately 10% of device failure in achieving hemostasis. The method used to achieve hemostasis was not provided. No additional information was provided.